Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17425167 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After pulling the catheter out of the patient it was noticed that the marker bands on a 5f supertorque were damaged. Additional information was received that there was resistance during removal of the device from the patient. The marker bands moved but all were present. The device was stored and prepared according to labeling instructions. It will be returned for analysis. The target vessel was the aorta with access from the left femoral artery. There was no resistance observed during insertion of the catheter. When retrieving the catheter out of the patient the physician experienced resistance. After removing the catheter it was observed that the marker bands moved on the catheter. All marker bands were present, no part was missing. The vessels are moderately calcified. The catheter was used with a 28cm sheath from gore. There were no negative consequences for the patient.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after pulling the catheter out of the patient it was noticed that the marker bands on a 5f supertorque were damaged. Additional information was received that there was resistance during removal of the device from the patient. The marker bands moved but all were present. The device was stored and prepared according to labeling instructions. The target vessel was the aorta with access from the left femoral artery. There was no resistance observed during insertion of the catheter. When retrieving the catheter out of the patient the physician experienced resistance. After removing the catheter, it was observed that the marker bands moved on the catheter. All marker bands were present, no parts were missing. The vessels are moderately calcified. The catheter was used with a 28cm sheath from gore. There were no negative consequences for the patient. The product was not returned for analysis. Review of lot 17425167 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the products instructions for use, users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.